Manufacturer narrative:
Corrected data: in the initial MDR section b3: date of event it was inadvertently populated as feb 15, 2024. However, the b3 field should have been blank as the event date was not provided and explained in section h10 in the initial MDR. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric monofocal intraocular lens (iol) was improperly loaded. It was unknown if there was patient contact with the product. Through follow up it was learned that there was patient contact. The iol was fully inserted and that they used the same/second instrument to cut the iol. Once the lens was inserted the surgeon noticed the issue. The lens was removed and replaced with a new iol. There was no patient injury. The procedure was completed successfully. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.